Event description:
It was reported that after a procedure when the surgeon disrobed, he noticed a leak through at the seam of the toga. There was no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The toga was not returned to the MFR for eval. If add'l info is rec'd regarding this malfunction, a f/u report will be filed.